Event description:
It was reported the subject device was not working properly and showed clarity issues. The issue occurred during a routine inspection. There were no reports of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus but on-site visual and functional inspections were conducted by field service for evaluation and the customer's allegation was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause linked to device but unable to trace more specifically. Olympus will continue to monitor the performance of this device.

Event description:
It was reported the subject device was not working properly and showed clarity issues. The issue occurred during a routine inspection. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.